Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the ECG showed ventricular oversensing and the device was replaced.